Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: unavailable omnipod software app version: unavailable operating system: unavailable hardware: unavailable cgm sensor type: unavailable. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's partner that the patient's blood glucose rose to over 250mg/dl while wearing the pod between 1-4 hours. The patient noticed the adhesive was not sticking well to the skin after showering. When removed from the infusion site (abdomen), the pod's cannula was found to be bent.